Event description:
It was reported that the patient had been having issues with the stimulator. Her surgeon did an x-ray and said that her battery pack had turned significantly and she had fallen 2 or 3 times because of her left leg giving out, which was her bad leg. The patient had to be taken to the hospital because she had bruised her ribs, and a contusion on her ribs and left hip. It had been about 3 or 4 weeks now and it was getting better. With her bruised ribs, just to take a breath was horrible. The patient suspected the problem was that her 3 slipped discs had gone out. She was going to have to get a cane because she was losing her balance and the leg was still giving her issues and felt like it wanted to give. The patient was also concerned because when she turned up the stimulation higher, it was draining the implantable neurostimulator (ins) battery really fast. Charging also took longer and she thought this had to do with the battery being turned, and charging was not comfortable. Problems started about 3 and a half weeks ago, and this week it would be 4 weeks. The patient was concerned that the leads might have been damaged in the falls. She had an appointment with her pain managing healthcare provider (hcp) on (B)(6) and wanted a manufacturing representative to be there. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received by the patient indicating that there was a suspected problem with the device or therapy. It was noted that there was an ongoing issue and that it was never resolved. The patient had a planned nerve conduction test and CT scan on (B)(6) 2015. It was noted that the stimulation was not working in the areas where they needed it. They were having complications. There was pain in the front part of the leg, they needed to go a little bit higher up as well as address the c2-c3 and c4, as well as the sciatic nerves on both sides. The left leg was the worse. The way programming was set up at the time of the report was either not enough stimulation or it was taking up too much battery. They had to charge every 72 hours on some programs. The device was still working, but not as well as it used to. The manufacturer representative (rep) had met with the patient a few months ago to reprogram the patient. The patient mentioned that her condition was worse and they were having nerve conduction test and CT scan to det ermine what the leg issue was. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).